Manufacturer narrative:
Additional information: d9, h3, h6. H10: one actual sample was received for evaluation. A visual inspection with the naked eye noted the female connector of the transfer set was separated from the main body of the twist clamp. The insert chip was not returned with the sample to verify the presence of solvent; however, there was evidence present on the female connector indicating the insert chip was present during the assembly process. The reported condition was verified. The cause of the condition was determined to be due to inadequate solvent application during the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the female connector of a minicap extended life pd transfer set separated from the main body of the twist clamp. The patient stated that the "the dark blue tip of their transfer set was unscrewing out of the light blue gripper while disinfecting prior to disconnecting". This was noticed during the disinfection step of peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.